Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Blood glucose level was 125 mg/dl at the time of the incident. It was also mentioned that the drive support cap was protruded. Troubleshooting was provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disc. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. However, device passed rewind test and displacement test.